Event description:
It was reported that during final tightening of the plug, the tip of the driver fractured. The fractured tip remains in the plug in the patient. Patient outcome: no adverse effect reported as a result of this event.